Event description:
It was reported that during a follow up examination for an anterior repair surgery that was performed about 4 weeks ago, a perforation was noticed in the rectum. It is believed that this was caused by the positioning of our device during the procedure. The patient underwent several surgical procedures to address the perforation. The patient is still seeking further intervention, which requires prolonged hospitalization. The current status of the patient is unknown. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The complainant did not provide the lot number, a DHR can not be performed. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline the potential adverse effects which may result from suture placement include, but not limited to, are injury to internal vessels and nerves, bleeding, hematoma, inflammatory reaction to the suture material or to the trauma of being sutured.